Event description:
A customer reported their AED volume is low. They reported this did not occur during patient use.

Manufacturer narrative:
This AED was not returned and thus the root cause could not be determined. Based on the age of this AED and the reported problem, the customer was advised to remove the AED from service.